Event description:
Pt has coolgard central line triple lumen in left femoral site. During shift rn sparks observed the normal saline bag attached to the coolgard set up had less saline in it than usual. Resident and attending physicians made aware as was family of pt. Decision made to remove defective coolgard catheter and place a new one. Around 350-400 ml's infused into patients femoral catheter due to faulty balloon in coolgard catheter system. FDA safety report ID # (B)(4).